Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Device was received in it's unopened shipping package.

Event description:
It was reported that prior to implant, device interrogation showed there was gray bar battery longevity and the use-before-date (ubd) was almost reached. The device was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #geo event description: it was reported that during interrogation we had an grey-bar, ubd is at (B)(6) 2015 so we don't trust the device. The device was never used with a patient. Preliminary geo assessment: no device issue expected. Preliminary geo conclusion: no device issue expected. (B)(4).